Event description:
.

Manufacturer narrative:
(B)(4). The following information concerning the evaluation of the device is a summary of the information documents by the carefusion field service rep. The carefusion field service rep evaluated the device and did not find any moisture/water in the airway pressure sense line as was reported. The moisture/water may have dried or been blown out with compressed air. The carefusion field service rep ran the device with both the original patient circuit and a standard 3100b patient circuit with similar values being displayed. The carefusion field service rep checked the zero and span calibration of the pressure transducer and found that the zero needed a minor adjustment. The device was then ran for several hours to ensure that it was operating per manufacturer's specifications. Unrelated to the reported event the carefusion field service rep did find that the "battery low" led was on. The carefusion field service rep replaced the 9 volt battery which corrected this issue. Once the evaluation was completed, the device was returned to the user facility's control ready to be placed back into service. Carefusion has initiated an internal corrective action request to address this issue.